Event description:
It was reported that the patient developed an allergic reaction causing a rash on the infusion site. The patient sought medical attention from a skin doctor and was found to have contact a allergy to isobornyl acrylate in epicutaneous testing. No treatment information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic reaction. No lot release records were reviewed, as the product lot number was not provided.